Event description:
It was reported that a large volume pump (lvp) did not alarm when fluids were clamped. The event occurred in the pediatric intensive care unit (picu). There was no adverse event. The customer stated no further information is available.

Event description:
It was reported that a large volume pump (lvp) had a channel error and did not alarm when fluids were clamped. The event occurred in the pediatric intensive care unit (picu). There was no adverse event. The customer stated no further information is available.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of failure to alarm occlusion was not reproduced during testing. The event pcu and logs were not returned for investigation. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, prior to the reported event date, the suspect device was attached to pcu s/n (B)(6) as channel d and powered on at 6:04 pm on (B)(6) 2020. On (B)(6) 2020, the suspect device completed multiple infusions at a rate of 55 ml/hr with no record of pressure sensor malfunction. Inspection of the device showed the pressure sensors were in good condition. Testing showed the pressure sensors performed within specification. Device inspection: the device was received in good condition. The instrument seal was intact. Dried fluid was observed on both iui¿s and under the membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Bottle side pressure sensor was observed in good condition. Patient side pressure sensor was observed in good condition. The bezel was observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of failure to alarm occlusion could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 21jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that a large volume pump (lvp) had a channel error and did not alarm when fluids were clamped. The event occurred in the pediatric intensive care unit (picu). There was no adverse event. The customer stated no further information is available.